Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no new issues were observed during control solution testing. The reported reading was found in the meter's memory.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500165032) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 8:30 pm he received a reading of 242 mg/dl on his adc glucose meter that was higher than he felt. Customer self-treated with 20 units of insulin (type not specified). Approx. 20 minutes after administering the insulin (8:50 pm), customer started feeling disoriented and reportedly lost consciousness. His wife called paramedics thinking he had a stroke. Upon arrival, paramedics tested the customer with their hcp meter and received a reading of 24 mg/dl. The customer was assessed as hypoglycemic, and treated on scene with "oral glucose". Paramedics remained at the customer's house until he was stable, and did not transport him to a medical facility. There was no report of death or permanent injury associated with this event.